Event description:
Add'l info rec'd from MFR 8/9/00: no failure analysis or laboratory testing of the device was possible as the report concerned the rptr's experiences with evenflo devices (breastpumps) in general, not a specific unit nor even a specific model. Rptr felt that no pumps at this level did perform adequately. It should be noted that several of rptr's comments were reflective of an evenflo pump that was discontinued approx one year ago. No status is provided since, as was previously noted, the complaint was not about a particular unit.

Event description:
As a lactation consultant, rptr speaks with lactating mothers on a daily basis. According to rptr, evenflo pump is not designed to pump breast milk, and it is the pump rptr gets the most frequent complaints about. What concerns rptr is that their mothers naturally doubt their ability to produce enough milk for their baby, and this pump reinforces that notion.